Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan ((B)(4)) alleging that her onetouch verio flex meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue started at the beginning of (B)(6) 2016 (exact date & time not specified) when a reading of 250mg/dl was obtained using the subject meter compared to a reading of 150mg/dl using a onetouch vita meter, all readings taken within 30 minutes of each other. Based on statistical methodology, the calculated difference between these results exceeds lifescan's criteria for accuracy. The patient manages her diabetes using insulin (self-adjuster) and reportedly administered an additional 5 units of novorapid insulin in response to the alleged issue. The patient claimed that she experienced symptoms of sweating, shaking and tiredness approximately 10 minutes after the alleged issue began and reportedly self-treated by consuming additional food/drink. The patient stated that she measured her blood glucose again, using the onetouch vita meter and obtained a reading of 40mg/dl. At the time of troubleshooting, the csr determined that the meter was set with the correct unit of measure, an approved sample site was being used, the testing technique was correct and the test strips were stored correctly and within expiry. Replacement products have been sent to the patient. This complaint is being reported because the patient claims she obtained inaccurate high readings on the subject meter, took action based on the results obtained and subsequently experienced signs/symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed testing; the reported issue could not be confirmed. The meter passed testing. The reported issue could not be confirmed, however a secondary issue was noted; the meter was found to have given results below range. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter involved with this complaint has been further evaluated by lifescan product analysis and the investigation concluded that incorrect test specifications had been used during testing, which have been addressed by lifescan's quality management system. The meter has been re-evaluated following revised procedures using the correct test specifications, and no failure relating to inaccuracy was found. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. On september 21, 2020, lfs received notification from the FDA that this supplemental was on-hold and had not been successfully received by the agency. Lfs has been engaged with the FDA since september 21, 2020, to agree upon remediation of the on-hold issue. On march 11, 2020, the world health organization (who) declared the covid-19 outbreak as a global pandemic. In line with final guidance published by the FDA in may, 2020, entitled 'postmarketing adverse event reporting for medical products and dietary supplements during an influenza pandemic'; lfs has agreed late reporting of all on-hold supplementals. This submission is included as part of that agreement.